Event description:
It was reported to philips that the device had failed the operational check. The device was not in use on a patient; there is no information provided by the initial reporter that indicated patient involvement.